Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported the communicator died on them this morning. Patient stated they were trying to charge it and it worked this morning, but now it won't power on. Patient confirmed the device has not been dropped or wet. Agent had the patient press the power button and no lights came on. During the call, patient tried another charging cord and resetting the communicator. The issue was not resolved through troubleshooting. A request was sent to the repair department. Patient mentioned they have had to adjust for sleeping because the stimulation is up too high for sleeping. Agent reviewed how to turn therapy off using the recharger application while they wait for the communicator replacement.patient called back for help pairing new communicator with implant and handset. Patient did long press on communicator and tried to connect but was unsuccessful. They removed communicator in mystim rc application, and then scanned code twice but was unsuccessful. They then got out wireless recharger and started a charge session and it does show the implant is at 90 percent. A request was sent to repair to have another communicator sent. Patient turned stimulation off during the call because the stimulation was too high "and it was like my big toe was getting a shock like a lightbulb was on it when I lay down so I will turn it off for now". Patient also says they have some fat on top of their implant. Reviewed that they should call pats back tmrw when they get new communicator if they are still having the issue.patient confirmed replacement communicator was working. Patient wanted to speak with previous agent. Agent warm transferred pt to previous agentpatient called back and said that they got the new communicator, and it worked and they were able to scan it successfully. Patient said they are up and running again, and have already sent back the two non-working communicators. Issue resolved.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.